Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a lot number was not provided by the customer. Additional information was received. The physician stated that when the trapliner was pulled out, it was bent. The physician tried to bend it back and then the device broke. The device was removed. No harm to the patient and no medical intervention needed. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "physician states upon taking trapliner out of the guide after use, it was bent and he tried to bend it back and it broke. No harm was done to the patient. No medical intervention was needed."